Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and reviewed the clinical audit logs which determined that the patient was not admitted and that the issue was due to a clinical flow issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating the customer requested assistance obtaining missing review data after an unknown patient injury. It was indicated the missing data was due to a clinical workflow issue as the patient was not admitted. Biomed believed the patient injury was not related to the bedside monitor performance but rather a user issue. No other clinical information or medical intervention was reported.